Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was undetermined. However, it was found in connection with the reported allegation that the estimated glucose values were high (over 400 mg/dl) since 09:37 pm on january 09, 2026, two days prior to the alleged date of incident, january 11, 2026. The app delivered a high alert at 0 percent volume at 09:37 pm and 50 percent volume at 09:42 am, which was acknowledged immediately. The app experienced signal loss under an hour. When signal returned, the app delivered a high alert at 0 percent volume at 10:12 pm and 50 percent volume at 10:17 pm, which was acknowledged immediately. The egvs remained high (over 400 mg/dl), but the app did not deliver additional high alerts as the snooze feature was disabled. At 02:21 am, the device began experiencing temporary sensor error, with an alert at 0 percent volume at 02:37 am and 50 percent volume at 02:42, which was acknowledged immediately. At 02:47 am, the sensor failed, and the app delivered sensor failed alerts escalating from 0 percent to 100 percent volume until the alert was acknowledged at 03:22 am. From 09:10 am to 10:17 am, the user attempted to start three sensor sessions, resulting in no restarts alerts, which were acknowledged within ten minutes. At 11:18 am, a new sensor session was successfully started. At 01:42 pm, after warmup completed, the first egv was high (over 400 mg/dl), and the app delivered a high alert at 0 percent volume, which was acknowledged immediately. The egvs remained high (over 400 mg/dl) for 12 hours, until 01:51 am the next day, january 11, 2026, but the app did not deliver additional high alerts as the snooze feature was disabled. From 01:56 am to 03:46 am, the device experienced signal loss. At 03:51 am, the device began to experience temporary sensor error, with alerts at 0 percent volume at 04:07 am and 50 percent volume at 04:12 am. The egvs remained high (over 400 mg/dl), and the app delivered high alerts, escalating from 0 percent to 100 percent volume from 04:17 am to 04:32 am. At 04:33 am, the high alert was acknowledged. The app did not deliver additional high alerts as the snooze feature was disabled. The app experienced signal loss from 06:56 am to 10:41 am. The egvs remained high (over 400 mg/dl) from 10:46 am - 02:56 pm, but the app did not deliver additional high alerts as the snooze feature was disabled. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an unspecified malfunction/issue occurred. On (B)(6) 2026, around 2am, the patient woke up and had an unspecified alert on his cgm device and the sensor had ¿stopped working¿. The exact error message could not be recalled. The patient was wearing an omnipod insulin pump. It was reported the patient ¿went into dka¿ however, no specific physical symptoms were reported. Ems was called and then they arrived, the patient¿s bg meter reading was high mg/dl. The patient was transported to the ER. At the ER, the patient¿s bg level was 1099 mg/dl. The patient was diagnosed with dka and admitted to the ICU. There was no information provided on what medication or treatment the patient was provided during this event. The patient was in the ICU for three days and then went to inpatient rehabilitation for 3-7 days. The patient was still in the hospital at the time of report. Attempts to reach the patient for further event details / follow-up were unsuccessful. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.